Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine check, it was discovered that this right ventricular (rv) lead was not capturing in the bipolar configuration so it was reprogrammed to the unipolar configuration. Subsequently this rv lead, along with the associated pacemaker device and right atrial (ra) lead, were electrically abandoned but remain implanted on the patients left side. A new pacemaker system was implanted on the patients right side as a total occlusion was observed on the left side. No additional adverse patient effects were reported.